Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was implanted successfully in the laa of the patient. It was noted that there was air behind the device within the appendage of the patient. There was no air seen in any of the devices during the procedure. The patient had no hemodynamic changes during these events. The patient woke up from the procedure with no residuals effects and was doing fine. The patient was discharged the next day as planned with no issues following these events.